Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was to be implanted for drainage during a duodenal-jejunum bypass procedure performed on (B)(6) 2022. During the procedure, there was difficulty advancing the guidewire through the stent. The procedure was completed using a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well. A photo of the device provided by the complainant outside the patient shows that a piece of the tip was detached. Note: it was reported that the axios stent was attempted to be placed for a duodenal-jejunum bypass procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement transduodenal to the jejunum.